Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced with a 12mmx21cm ipp due to the device stopped working. No further patient complications were reported in relation to this event.